Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of needle-suture piece, the needle was intact, and the swage and attachment area were noted to be as expected; the end of the suture piece was observed busted, no body fluids were noted. The other section of the suture was not available for analysis. According to the sample condition, the assignable cause is a damaged suture.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section on (B)(6) 2019 and suture was used. During the procedure, the suture broke. Changed another one to complete surgery. There is no report on patient's injury. No additional information could be provided.